Event description:
It was reported in a service report that a cot allegedly tipped with a patient on board. No adverse consequences alleged.

Manufacturer narrative:
Cot was examined and no failures found. The service technician examined the location of the cot tip and noted a divet in the pavement that likely led to the tip.